Event description:
The facility representative reported a colleague infusion pump with failure code 810:04 on channel c. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement; however, no patient injury or medical intervention was reported to have occurred. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:04 on channel c was not confirmed nor duplicated by baxter service personnel. Therefore, no root cause was determined and no repairs were necessary for the reported condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. A device history review revealed no abnormalities were found with the device. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.